Event description:
A female patient contacted lifecor customer support to report that she is getting a lot of "adjust belt" messages. She has been in the system for two months and had not lost any weight. She stated that she is only changing the garment every week instead of every two to three days. Support asked for a download and the download revealed excessive right fall-off. Support sent the patient a replacement electrode belt.

Manufacturer narrative:
Evaluation summary: device evaluation of electrode belt has been completed. The reported problem was confirmed. The electrode belt was found to have broken wires in the trunk cable. There was an internal short to lead 1 negative which is the right ECG. These broken wires caused the "adjust belt" messages. The root cause of the broken wires cannot be positively identified, but appears to be misuse. Strain placed on the cable may have caused the wires to break. The electrode belt was repaired, retested and restocked. The electrode belt cable was fixed. No adverse event resulted from the electrode belt cable. The patient received a replacement electrode belt.